Event description:
It was reported that the patient was unable to enter MRI mode due to system diagnostics recorded an impedance problem. Troubleshooting took place but was unsuccessful, and as a result the patient had ineffective stimulation. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.